Manufacturer narrative:
G4: 05aug2020. B4: 20aug2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the user interface assembly(ui) will need replacement. The customer's bio-med to attempted to replace the display with another one from a device on-site however that was not successful. Once bio-med replaced the user interface assembly from another device the device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
It was reported to philips that while activating the device, the screen was blank. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.